Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent empty cartridge alarms occurred when there was insulin left in the cartridge. There was no reported adverse impact to the customer's blood glucose level. Cartridge changes were performed to address the issue.